Manufacturer narrative:
Continuation of concomitant products: ddmb1d1 ICD, implanted: (B)(6) 2018; heartmate 2 lvad implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency department (ed) with several days of increased shortness of breath, malaise, decreased appetite, fever, chills, nausea, and there was a concern for bacteremia. Blood cultures found staphylococcus aureus and gram-positive cocci in cultures. A transesophageal echocardiogram (tee) revealed small vegetation on the right ventricular lead and a soft left atrial appendage thrombus was suspected. The patient was treated with antibiotics. The implantable cardioverter defibrillator (ICD) system was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.